Manufacturer narrative:
An evaluation of the device cannot be performed as the customer refused to return it to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The liner was used in conjunction with a trident psl cup and gmrs and mrh prostheses, as part of a total femur replacement, due to failed previous primary implants. The replacement was done. The patient reported that she dropped her crutches, and felt the hip dislocate when she bent over to pick up the crutches. The items are not available to send back for further investigation.